Event description:
As reported by a field clinical specialist to an edwards lifesciences japan associate, calcification developed, with an increased vmax of 4m/s, following a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve. The patient was bedridden. A valve-in-valve procedure was being considered to treat. No other details were reported.

Manufacturer narrative:
The investigation for this report is ongoing. The valve remains implanted in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. B4, g3, and h2 have been updated. Section h6: type of investigation, investigation findings, investigation conclusions and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The technical summary that applies to this complaint event and establishes, through extensive complaint investigations, that structural valve degeneration related to calcification for the sapien 3 valves have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, device calcification leading to device revision planning was not confirmed, due to the unavailability of returned device, relevant imagery, or medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.